Event description:
The manufacturer received information alleging a ventilator had a power failure and a "service required" alarm condition occurred related to ac power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power cord was replaced to address the issue.